Event description:
It was reported that the patient presented to the hospital for a left ventricle lead revision. Dislodgment of lv was noted via fluoroscopy. The physician elected to explant the lv lead and replace it with new lv lead. There were no patient consequences.

Manufacturer narrative:
Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage. The s-curve height was measured to be within specification.